Event description:
Literature: romito lm, contarino fm, albanese a. Transient gender-related effects in parkinson's disease pts with subthalamic stimulation. J neurol. Apr 2010;257(4):603-608. Summary: this study assessed the possible gender differences in clinical outcome and disease progression along a 5-year period after subthalamic nucleus deep brain stimulation (stn-dbs) for parkinson's disease. Clinical outcome, disease progression and adverse events were assessed at baseline and 1, 3, and 5 years after surgery. The first 20 consecutive pd pts who received bilateral implant for stn stimulation and reached the 5-year period were f/u (11 men, 9 women) were included in the study. Dopamine agonists were withdrawn one week before surgery and levodopa the evening before. Medication was gradually introduced after implant just to the dose necessary to permit optimal motor control in addition to stimulation. Each post-operative test session used three unified parkinson's disease rating scale evaluations and looked at medication off/stimulation off, medication off/stimulation on, and medication on/stimulation on conditions. Adverse events were classified as transient, persistent (if not improved by turning off stimulation for a short time), stimulation-induced (present at optimal stimulation parameters, but improved when stimulation was turned off or parameters were modified), device-related, or unrelated to the procedure or stimulation. Reportable events: one male pt experienced unexplained switching off of the dbs. One female pt experienced unexplained switching off of the dbs. One male pt experienced cable dehiscence due to infection. One male pt experienced transient seizures responsive to antiepileptic drugs.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. At this time no additional info was available, additional info regarding the pt, event, interventions and outcome has been requested.